Event description:
A report was received that the patient had tenderness at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing muscle spasm. The patient also had tenderness at the ipg site. The patient was prescribed clonazepam medication and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further details can be obtained regarding the explant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient had tenderness at the ipg site. The patient will undergo an explant procedure.